Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-02158. It was reported that the patient experienced ineffective stimulation. The patient has previously had routine reprogramming performed, but may undergo surgical intervention to resolve the issue.